Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: blurry confirmed failure: outer tube damaged (bent, dented), fiber/cone damage at sidearm, broken rod lens, damaged distal cover glass. Probable root cause: incorrectly assembled optical train; damage to optical train; end of life wear-out; shipping damage; use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the there was blurry image during procedure.